Manufacturer narrative:
Date of event: (B)(6) 2015. Date received by manufacturer: 06/21//2016. Conclusion / root cause: the blower motor controller pcba was tested and no failures were identified. No fault was found on this returned blower motor controller pcba. This report is being submitted as part of the remediation for (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a burnt area was noted on the blower motor controller pcba. No patient involvement was reported.